Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one powerport isp MRI implantable port attached to a groshong catheter was received for evaluation and three x-ray images and three photos were provided for review. Visual, microscopic, tactile and functional evaluations were performed on the returned sample. A partial compound break was noted and the edges were noted to be uneven, round and smooth. The image review showed a discontinuity that was likely a break. A break and smoothness at the break site was noted in the photo review. The identified break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. Such kinking may have physiological, placement, usage or mechanical contributing factors. Therefore, the investigation is confirmed for the reported fracture issue and the identified wear and deformation issues. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 02/2023), g3, h6 (device, method) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that one year one month and thirteen days post port placement via right internal jugular vein, the catheter allegedly fractured at approximately four centimeter above port connection. It was further reported that patient experienced tenderness over right neck few days after last cycle chemotherapy and hyperpigmentation was noted along the catheter. Reportedly, slight palpable puffiness was noted adjacent to line around right clavicle after normal saline infusion. The broken catheter was removed and the procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. However, photos and images were provided for review. The investigation of the reported event is currently underway. (Expiry date: 02/2023).

Event description:
It was reported that one year one months and thirteen days post port placement via right internal jugular vein, the catheter allegedly fractured at approximately 4 cm above port connection. It was further reported that patient experienced tenderness over right neck few days after last cycle chemo and hyperpigmentation was noted along the catheter. Reportedly, slight palpable puffiness was noted adjacent to line around right clavicle after 250ml ns infusion. The broken catheter was removed and the procedure was completed using another device. There was no reported patient injury.